Manufacturer narrative:
The rear panel bracket was returned to the manufacturer for analysis. Analysis found that the dongle set screw holders were damaged. Analysis found that the reported event was related to a mechanical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the dongle set screws were broken on the image acquisition system (ias). The representative replaced the set screws for the ias dongle and the issue resolved. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts have returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the imaging system was unable to be taken out of e-stop. Selecting the reset button did not resolve the issue. The representative was advised to check the dongle and it was reportedly not inserted and damaged. The representative was able to insert the dongle and get the system out of e-stop. This issue occurred in the hallway and no patient was present.